Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a combination of the dislocation and the humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation led to the dislocation, which may have been the result of either incomplete seating of the liner during implantation, patient conditions, or a combination of the two.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-10-05, equinoxe reverse tray adapter plate tray +5. 320-02-46, 46x21mm glenosphere high moment arm. 300-30-06, equinoxe preserve stem 6mm.

Event description:
As reported, this (B)(6) y/o male patient's left shoulder dislocated sometime after his initial surgery. The surgeon had to revise the patient's shoulder due to the liner separating from the humeral tray sometime after initial surgery. The surgeon removed a 46 inset glenosphere, 46 neutral liner, +5mm adapter tray and a size 6 preserve stem. He replaced them with a 42 +4mm glenosphere, 42 +2.5 humeral liner, +5mm adapter tray and a size 10 preserve stem. Patient was last known to be in stable condition following the event. Device to be returned.